Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Follow-up has been sent for the device return. Once the device has been returned and evaluation completed, a supplemental report will be submitted. Reference MDR# 8020889-2018-00057. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that distal tip of the medtronic guidewire broke off and remained in the patient when it was rotated along with an medtronic flow-directed microcatheter. The microcatheter was then observed to be punctured when it was descended in the patient. It was noted that there was resistance felt in the distal segment of the microcatheter. Prior to the event, the flow-directed microcatheter and guidewire were advanced to the anterior cerebral a3. Then the guidewire was rotated causing the distal tip to break off freely in the patient. The microcatheter was then lowered and it was noticed to be punctured at this point. An attempt was made to remove the broken guidewire piece with a medtronic stent, but it could not be captured. A decision was made to leave the broken guidewire distal tip in the patient to prevent causing any more damage. A new medtronic flow-directed microcatheter and medtronic guidewire were then used to proceed with the liquid embolic injection without any more complications. The patient¿s vasculature was minimal in tortuosity. Access was by femoral artery that was 10 mm in diameter.

Manufacturer narrative:
The correct MDR# to reference for the other device is 2029214-2018-00466. If information is provided in the future, a supplemental report will be issued.